Event description:
Related manufacturer reference number: 2017865-2024-00029. It was reported that a patient presented with dislodgement noted on the patient's right ventricular and left ventricular leads. The dislodgement caused failure to capture on the lv lead and diminished r wave sensing and high capture thresholds noted on the rv lead. The leads were explanted on (B)(6) 2023 with only the rv lead replaced. The patient was stable throughout.

Manufacturer narrative:
Correction: h1: field should reflect serious injury, not malfunction as previously reported.